Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached catheter is confirmed, but the root cause could not be determined. One 4 fr s/l groshong nxt clearvue catheter and its two-piece connector was returned for evaluation. An initial visual observation of the returned devices showed blood residues throughout the devices. The two-piece connector was returned assembled with the catheter detached from the two-piece connector. The distal connector was carefully removed from the proximal connector to reveal the metal cannula of the proximal connector and the inside of the distal connector. An observation of the metal cannula of the proximal connector showed no section of the catheter remained on the proximal connector. The distal connector was carefully bisected longitudinally to reveal the compression sleeve to be missing from inside the distal connector. No catheter pieces were observed inside the distal connector. Some small scratches were observed on one side of the inside of the distal connector. The root cause of this failure could not be determined; however, lack of the compression sleeve inside the distal connector will cause the catheter to detach from the two-piece connector. Possible causes of the missing compression sleeve inside the distal connector include a deficiency in the manufacture process or manipulation of the distal connector to remove the compression sleeve from the device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter disconnected with connector, found out slip into patient body. Cv doctor did another surgery to take the catheter out. Patient has been discharged. No other information was provided.